Event description:
Patient scheduled for robotic assisted hysterectomy. After rumi handle inserted and case began, it was noted that a metal piece that lines the rumi appeared to have broken through the outer layer of the device and lacerated the outer layer of the colon but there was no leakage. Case converted to open. Colon laceration repaired. FDA safety report ID# (B)(4). Mw5110584. Uterine manipulator tip b umb678 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the condition reported on mw5110584.

Event description:
Patient scheduled for robotic assisted hysterectomy. After rumi handle inserted and case began, it was noted that a metal piece that lines the rumi appeared to have broken through the outer layer of the device and lacerated the outer layer of the colon but there was no leakage. Case converted to open. Colon laceration repaired. FDA safety report ID# (B)(4). Mw5110584. 1216677-2022-00202, uterine manipulator tip b, umb678, e-complaint (B)(4).

Manufacturer narrative:
Investigation the condition reported on mw5110584. Investigation: x-no sample returned . X-review DHR . *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 02/22/2022 under work order (B)(4) and the sold date is not known. Manufacturing record review: DHR-314701 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. In addition, lot number 314701 has been depleted from fg inventory, so no samples of this lot number are available for inspecting/testing. Also, all units are 100% inspected and tested during the production process. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Fault code: no fault failure code: could not reliably be determined. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.